Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell at home and the right ventricular (rv) lead dislodged. The patient felt weakness and dizziness. Revision of the lead was attempted but the rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.